Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose and low blood glucose. The high blood glucose value was 344 mg/dl and low blood glucose was 53 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer's other blood glucose value was 126 mg/dl. The customer was treated with food for low blood glucose and bolus for high blood glucose. Customer stated that reservoir lip ring was damage and reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and broken battery cap. The p-cap locks into the reservoir compartment properly noted.